Event description:
The patient (pt) and family reported that on (B)(6) 2022 the pt experienced a shocking / electrocuted sensation .  It was noted the pt had been discharged from a 10-day hospitalization on (B)(6) 2022 (unrelated to the device/therapy) and at the time of the shocking their controller (ptm) was in their hand because they were checking "their service" (patient services understood this to mean battery charge levels) after they had finished charging the ptm.  During the shocking the pt was described as jerking all over with their legs going up into the air and was screaming.  It was unknown if the recharger therapy module (rtm) was plugged into the controller at the time of the shocking however it was noted that the rtm was by the pts back.  The pt stopped the shocking by pressing the white button on top of the ptm to turn the stimulation off.   Later that evening before going to bed, the pt tried turning the stimulation back on but the shocking occurred again.   The pt tried calling a manufacturer representative (rep) and left a voice message but they hadn't heard back from the rep yet.  They were redirected to see their doctor and an email was sent out to the reps.  A rep responded stating they would call the pt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported pt accidentally had turned the scs way higher than needed. His intensity was 11.0 and other groups were 5.0-6.0. Rep met with patient to turn scs down. Rep reported they reached out to patient but got no response.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.